Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor needle was stuck. The customer's blood glucose level was 152 mg/dl. The customer also reported that the introducer needle was hard to remove. Customer reported that they did not receive medical treatment as a result of needle stick. The device will not be returned for analysis.